Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the laparoscopic supracervical hysterectomy procedure, the suturing device does not hold the stitch properly. The device was difficult to toggle. The needle disengaged from the device. It could not be used. Surgery was extended by more than 30 minutes due to the product problem. There was blood in her urine and she had to wear a catheter for a week.